Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('dull pain / pelvic pain/ pain') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included melanoma, menopausal, d & c, submucous leiomyoma of uterus, anxious mood and uterine ablation. Concomitant products included levothyroxine sodium (synthroid) and liothyronine sodium (cytomel). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort in my pelvic area"), autoimmune thyroiditis ("autoimmune like symptoms/hashimoto thyroiditis / hashimoto¿s thyroiditis"), hypothyroidism ("hypothyroid"), joint pain ("joint pain / hip pain in left hip"), amenorrhoea ("amenorrhea"), allergy to metals ("nickel sensitivity"), fistula ("fistulae"), alopecia ("hair loss"), tooth loss ("tooth loss, she had two broken teeth"), female reproductive tract disorder ("gynecological issues"), feeling abnormal ("brain fog"), affective disorder ("mood disorder"), abdominal distension ("severe bloating / e-belly so bad in the evening I looked pregnant"), palpitations ("heart palpitation"), dry skin ("dry skin"), visual impairment ("vision problem"), pain in extremity ("I had horrible pain in my left upper thigh"), pain in hip ("severe hip pain on left side, hip pain"), insomnia ("hashimoto's insomnia"), tooth fracture ("two broken teeth"), mood swings ("mood swings"), hot flush ("hot flashes"), raynaud's phenomenon ("raynaud¿s"), granuloma annulare ("granuloma annulare"), menopause ("menopause") and feeling cold ("freezing cold sensation"). The patient was treated with surgery (triple puncture with bilateral salpingectomy, removal of essure, coil and tubes removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic discomfort, autoimmune thyroiditis, hypothyroidism, joint pain, amenorrhoea, allergy to metals, fistula, female reproductive tract disorder, feeling abnormal, affective disorder, abdominal distension, palpitations, dry skin, visual impairment, pain in hip, insomnia, tooth fracture, mood swings, hot flush, raynaud's phenomenon, granuloma annulare, menopause and feeling cold outcome was unknown, the alopecia was resolving and the tooth loss and pain in extremity had resolved. The reporter considered abdominal distension, affective disorder, allergy to metals, alopecia, amenorrhoea, autoimmune thyroiditis, dry skin, feeling abnormal, feeling cold, female reproductive tract disorder, fistula, granuloma annulare, hot flush, hypothyroidism, insomnia, joint pain, menopause, mood swings, pain in extremity, palpitations, pelvic discomfort, pelvic pain, raynaud's phenomenon, tooth fracture, tooth loss, visual impairment and pain in hip to be related to essure. The reporter commented: legacy device report num 2951250-2019-00264 medwatch 3500a MFR number. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record (B)(4) which will be deleted from bayer safety database after all information was transferred to this record (B)(4) which will be retained. From deletion case (B)(4). Event medical device removal were deleted. Event pelvic pain make serious incident. Event added pelvic pain/ pain, autoimmune like symptoms/hashimoto thyroiditis / hashimoto¿s thyroiditis, hypothyroid, joint pain / hip pain in left hip, amenorrhea, nickel sensitivity, fistulae, hair loss, tooth loss, she had two broken teeth, gynecological issues, brain fog, mood disorder, severe bloating / e-belly so bad in the evening I looked pregnant, heart palpitation, dry skin, vision problem, I had horrible pain in my left upper thigh, severe hip pain on left side, hip pain, hashimoto's insomnia, two broken teeth, mood swings, hot flashes, raynaud¿s, granuloma annulare, menopause, freezing cold sensation. Date of insertion and date of removal were added. Concomitant drug, medical history, reporter information, aka name were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('dull pain / pelvic pain/ pain') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included melanoma, menopausal, d & c, submucous leiomyoma of uterus, anxious mood and uterine ablation. Concomitant products included levothyroxine sodium (synthroid) and liothyronine sodium (cytomel). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort in my pelvic area"), autoimmune thyroiditis ("autoimmune like symptoms/hashimoto thyroiditis / hashimoto¿s thyroiditis"), hypothyroidism ("hypothyroid"), joint pain ("joint pain / hip pain in left hip"), amenorrhoea ("amenorrhea"), allergy to metals ("nickel sensitivity"), fistula ("fistulae"), alopecia ("hair loss"), tooth loss ("tooth loss, she had two broken teeth"), female reproductive tract disorder ("gynecological issues"), feeling abnormal ("brain fog"), affective disorder ("mood disorder"), abdominal distension ("severe bloating / e-belly so bad in the evening I looked pregnant"), palpitations ("heart palpitation"), dry skin ("dry skin"), visual impairment ("vision problem"), pain in extremity ("I had horrible pain in my left upper thigh"), pain in hip ("severe hip pain on left side, hip pain"), insomnia ("hashimoto's insomnia"), tooth fracture ("two broken teeth"), mood swings ("mood swings"), hot flush ("hot flashes"), raynaud's phenomenon ("raynaud¿s"), granuloma annulare ("granuloma annulare"), menopause ("menopause"), feeling cold ("freezing cold sensation") and anxiety ("anxiety"). The patient was treated with surgery (triple puncture with bilateral salpingectomy, removal of essure, coil and tubes removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic discomfort, autoimmune thyroiditis, hypothyroidism, joint pain, amenorrhoea, allergy to metals, fistula, female reproductive tract disorder, feeling abnormal, affective disorder, abdominal distension, palpitations, dry skin, visual impairment, pain in hip, insomnia, tooth fracture, mood swings, hot flush, raynaud's phenomenon, granuloma annulare, menopause, feeling cold and anxiety outcome was unknown, the alopecia was resolving and the tooth loss and pain in extremity had resolved. The reporter considered abdominal distension, affective disorder, allergy to metals, alopecia, amenorrhoea, anxiety, autoimmune thyroiditis, dry skin, feeling abnormal, feeling cold, female reproductive tract disorder, fistula, granuloma annulare, hot flush, hypothyroidism, insomnia, joint pain, menopause, mood swings, pain in extremity, palpitations, pelvic discomfort, pelvic pain, raynaud's phenomenon, tooth fracture, tooth loss, visual impairment and pain in hip to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Event: anxiety added. Reporter information updated on 18-jun-2020: social media received. Reporter information updated. Follow-up 4, 5 and 6 processed together based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tubes and coiled removed 4 days') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("dull pain") and pelvic discomfort ("discomfort in my pelvic area"). The patient was treated with surgery (yes, hystrectomy). Essure was removed. At the time of the report, the medical device removal, pelvic pain and pelvic discomfort outcome was unknown. The reporter considered medical device removal, pelvic discomfort and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event dull pain and discomfort in my pelvic area. Reporter added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('dull pain / pelvic pain/ pain') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included melanoma, menopausal, d & c, submucous leiomyoma of uterus, anxious mood, uterine ablation, hashimoto's thyroiditis and hypothyroidism. Concomitant products included levothyroxine sodium (synthroid) and liothyronine sodium (cytomel). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort in my pelvic area"), allergy to metals ("nickel sensitivity"), amenorrhoea ("amenorrhea"), abdominal distension ("severe bloating / e-belly so bad in the evening I looked pregnant"), autoimmune thyroiditis ("autoimmune like symptoms/hashimoto thyroiditis / hashimoto¿s thyroiditis"), hypothyroidism ("hypothyroid"), joint pain ("joint pain / hip pain in left hip"), fistula ("fistulae"), alopecia ("hair loss"), tooth loss ("tooth loss, she had two broken teeth"), female reproductive tract disorder ("gynecological issues"), feeling abnormal ("brain fog"), affective disorder ("mood disorder"), palpitations ("heart palpitation"), dry skin ("dry skin"), visual impairment ("vision problem"), pain in extremity ("I had horrible pain in my left upper thigh"), pain in hip ("severe hip pain on left side, hip pain"), insomnia ("hashimoto's insomnia"), tooth fracture ("two broken teeth/ tooth just broke off"), mood swings ("mood swings"), hot flush ("hot flashes"), raynaud's phenomenon ("raynaud¿s"), granuloma annulare ("granuloma annulare"), menopause ("menopause"), feeling cold ("freezing cold sensation") and anxiety ("anxiety"). The patient was treated with surgery (triple puncture with bilateral salpingectomy, removal of essure, coil and tubes removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic discomfort, allergy to metals, amenorrhoea, abdominal distension, autoimmune thyroiditis, hypothyroidism, joint pain, fistula, female reproductive tract disorder, feeling abnormal, affective disorder, palpitations, dry skin, visual impairment, pain in hip, insomnia, tooth fracture, mood swings, hot flush, raynaud's phenomenon, granuloma annulare, menopause, feeling cold and anxiety outcome was unknown, the alopecia was resolving and the tooth loss and pain in extremity had resolved. The reporter considered abdominal distension, affective disorder, allergy to metals, alopecia, amenorrhoea, anxiety, autoimmune thyroiditis, dry skin, feeling abnormal, feeling cold, female reproductive tract disorder, fistula, granuloma annulare, hot flush, hypothyroidism, insomnia, joint pain, menopause, mood swings, pain in extremity, palpitations, pelvic discomfort, pelvic pain, raynaud's phenomenon, tooth fracture, tooth loss, visual impairment and pain in hip to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tubes and coiled removed 4 days') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (yes). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.